Manufacturer narrative:
Device received stuck in force sensor calibration alarm loop after battery installation due to a software error. No blank display noted. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to force sensor calibration alarms. Motor was tested outside the device and passed. Device had cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a force sensor calibration alarm and had a blank display. Customer's blood glucose was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.